Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of the sample. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: during pr# (B)(4) follow-ups, which customer reports 5 events that samples are centrifuged up to 3 times and gel fails to migrate, customer further reports 3 more cases. Now it's an amount of 8 tubes affected by the poor barrier separation, all from same batch and from different professionals. - were there erroneous results? If so, what are the assays? No.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of the sample. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: during pr# 5767065 follow-ups, which customer reports 5 events that samples are centrifuged up to 3 times and gel fails to migrate, customer further reports 3 more cases. Now it's an amount of 8 tubes affected by the poor barrier separation, all from same batch and from different professionals. - were there erroneous results? If so, what are the assays? No.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.